Manufacturer narrative:
Philips service replaced the fuse, adjusted the voltage, and restored the system to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that table and arc movement control failed due to a damaged fuse on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.